Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A customer reported during the use of a preloaded intraocular lens (iol), the leading haptic was straight. The surgeon reported this patient had a very small pupil that the haptic caught against the rhexis. The patient was brought back into the procedure room to reposition. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. Six photos were provided. The photos do not appear to be attached in sequential order. If reviewed in what appears to be the correct order, the photos show the lens was inserted with a straight leading haptic. The haptic was adjusted using an instrument. We cannot determine if the haptic adjustment was during a secondary surgery based on the photos. The gusset area of the haptic appeared to be torn. This damage was not observed the photo of the lens in the device and may have occurred during the attempts to reposition the haptic. Review of the returned photos show a lens implanted with a straight leading haptic. This is an acceptable position with specific instructions provided in the directions for use (dfu). The dfu instructs: if the leading haptic is straight or looped and extended in front of the lens, rotate device to be bevel left before advancing plunger to ensure the leading haptic is correctly placed in the capsular bag. As the leading haptic begins to exit the nozzle tip, place the leading haptic into the capsular bag in its correct orientation, and continue to slowly advance the plunger to deliver the lens. As the optic exits the nozzle, rotate the device back to center or slightly bevel right if needed to ensure the lens unfolds anterior side up within the capsular bag.¿ it did not appear the instructions were followed based on the photos provided. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. A straight leading haptic may occur: due to the normal folding variations as indicated the dfu diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If the viscoelastic fill rate is too fast the folding effect on the leading haptic is minimized. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. (B)(4).